Event description:
Event reported in journal article as "port displacement and additional event of band slippage."

Manufacturer narrative:
The product associated with this report will not be returned for analysis. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The reporter has not provided this specific information at this time. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Due to this report being received via published data in the medical literature, without individual case data being provided, inamed anticipates the possibility of duplication in previous or furture reports. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."